Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
As reported: "x-rays of the right femur shows stable alignment and fixation with no signs of broken screws, however, fracture site really is not showing much in terms of consolidation for somebody who is so young at 4 months out."